Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient felt uncomfortable with the device system. The patient went to another physician and the physician set the rate really low, saw that there wasn't any pacing so he agreed to have the system removed. The right atrial (ra) lead was explanted. No additional adverse patient effects were reported.